Manufacturer narrative:
Date of event: date of event was approximated to december 2, 2009, implant procedure date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2022-06669 and 3005099803-2022-06673 for the associated device. It was reported to boston scientific corporation that an advantage fit system was used during a cystoscopy, mid-urethral sling placement, vaginal colpopexy, anterior and posterior repair with mesh insertion procedures performed on (B)(6) 2009 to treat a patient with uterovaginal prolapse and stress urinary incontinence. The patient was taken to the post-anesthesia care unit in stable condition. As reported by the patient's attorney, the patient experienced an unknown injury.